Event description:
It was reported that during central processing, the small grasping retractor instrument had a frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting the frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.